Event description:
The pt overexerted himself when he tried to catch a falling object. Afterward he experienced muscle tenseness in his mid-back. When he turned off the implantable neurostimulator one night, the tense sensation stopped. The pt continued to use the neurostimulator, but at a very low setting. The pt was doing 'ok'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.